Event description:
It was reported that there was a malfunction resulting in system shutdown during a case. The unit rebooted and case resumed. There was no patient injury.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system but did not confirm the reported issue. Block a: customer contact reports no patient information is available. Block d4 unique identifier: (B)(4). Legal manufacturer: hcs madison - 3030 ohmeda dr, USA madison, wi 53718.

Manufacturer narrative:
D1: product name corrected. D4: primary UDI number corrected. D4: model no. Corrected.